Manufacturer narrative:
(B)(4). This is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a flash on the tip of the cartridge. The cartridge was not used. No patient contact and no patient injury reported.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/13/2016. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic (ovd) residues inside the cartridge tube, tip, and loading zone, indicating that the device was prepared for surgical use. The tip of the cartridge was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing process record was evaluated. During the manufacturing process the tube and tip cartridge are 100 % inspected for cracks. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.